Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during atrial lead revision procedure, insulation abrasion on the ventricular lead was observed. The lead was explanted and replaced successfully. Patient is doing well and will be monitored with routine follow-up.